Manufacturer narrative:
Upon completion of analysis, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Event description:
Boston scientific received information that at follow up, this implantable cardioverter defibrillator (ICD) recorded all device measurements from the last date as nr. All other device functions are normal. There are no advisories on this device model. The customer is ok with this occurrence but just wanted an explanation. A boston scientific technical services representative discussed a warm reset and that a memory dump would give more information if sent in for analysis. No adverse patient effects were reported. No additional information is available. If more information becomes available, the event will be reopened. Subsequently, the device was explanted and returned for analysis. Routine initial returned device testing indicated that detailed analysis was required.